Manufacturer narrative:
Philips service replaced the suite pc w7 + w10, reloaded software, and installed backup. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that system failed to boot; philips logo displayed but no response on a azurion 7 b12. The clinical use of the system was unknown. There was no reported patient or user harm.